Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
This pertains to two of four speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy, the physician had to use 4 banders before finding one that would deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
This pertains to two of four speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy, the physician had to use 4 banders before finding one that would deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.